Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently to the customer for use.